Manufacturer narrative:
As no further information concerning this report is expected, our indoing a changeout - using the 0185 and getting triad >200.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedances when it was hooked up to a newly implanted device during a device change out procedure. Boston scientific technical services (ts) was consulted and suggested changing the programmed vectors in an effort to isolate the issue and determine the cause. The lead had prior impedances in normal ranges. The outcome is unknown and the patient name could not be located. To date, no additional adverse patient effects have been reported.